Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that their touchscreen was not responding to touch and requested part number for a touchscreen to order a replacement. The rse provided the customer with the part number for a touchscreen. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.